Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: comp (B)(4).

Event description:
It was reported that the patient started using a silent nite with gl hinge appliance on (B)(6) 2024. Patient reports screws on appliance were broken. No reports on how the device was being cleaned or maintained. There was no report of patient harm or injury. A remake of the device was provided. No other issues reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that a part of the hinge was detached from the device. Root cause description a potential root cause for the failure could have been due to excessive bruxism that could have caused the screw of the hinge to become loose and break off of the device. Another potential root cause is that the screw may have not been tighten enough and caused the screw to be loose and break. Additional information: d9. The manufacturer internal reference number is: (B)(4) .

Manufacturer narrative:
Additional manufacturer narrative: corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).